Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that sparks were intermittently observed coming from the wake button. During troubleshooting with tandem technical support, the wake button performed as intended. The customer's blood glucose level was 90mg/dl. The customer continued to use the pump for insulin therapy.